Manufacturer narrative:
Lot review: a review of lot# 3347598 showed that (B)(4) units were manufactured, tested, inspected and released in january 2017 citing no exception documents.

Event description:
Complaint received reporting it was observed to be leaking from the 3 way tap on the arterial line during cardiothoracic surgery. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3347598 showed that 400 units were manufactured, tested, inspected and released in january 2017 citing no exception documents. Preliminary evaluation: the as received 011-46108-02, mtg. Kit confirmed liquid leakage at the bottom of the stopcock. Engineering testing and analysis of the returned "as received" mtg, kit packaged same lot samples and in house engineering samples recorded mixed results. Additional testing and analysis to further challenge the applicable stopcock assembly and the manufacturing solvent processes were initiated and are in progress. As an interim measure heightened inspections have been initiated. A final report will be file by 09/01/2017.

Event description:
Complaint received reporting it was observed to be leaking from the 4 way tap on the arterial line during cardiothoracic surgery. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3347598 showed that (B)(4) were manufactured, tested, inspected and released in january 2017 citing no exception documents. Device return: one (1) used 011-46108-02 monitoring kit arterial line segment. Qe testing (limited) and analysis of the as-received 011-46108-02, mtg. Kit segment to the applicable product specifications was performed. The results recorded leakage originating from the 011-46108-02 mtg kits 4-way stopcock through the bottom of the stopcock handle/housing. The affected componentry was than disassembled to evaluate the internal componentry. The engineer's report documents various component damages (horizontal skiving) on the stopcock handle and male luer port. The component damages appear to indicate some type of chemical/solvent exposure may have caused or contributed to the component damages. Additional testing and analysis was performed with in-house sample 4-way stopcock units. Testing included adding extra solvent inside the stopcock assembly and rotating the core in attempts to replicate the horizontal skiving. The units were than reassembled and tested (air and fluid) and then disassembled to evaluate internal damages. The results recorded the units did not present leak failures when tested with air or water; only solvent residues were noticed on core and body; no damage on surface on handle were observed. The engineers were unable to replicate the returned complaint unit component conditions. Findings: testing and analysis of the returned used "partial" 011-46108-02, mtg. Kit segment replicated the reported product issue (leakage) originating from damaged 4-way stopcock componentry. The root cause(s) of the component damages could not be determined. Final summary: root cause could not be determined. Manufacturing site notified and reviewed the assembly process. No corrective action at this time. ICU medical will monitor and trend.

Event description:
Complaint received reporting it was observed to be leaking from the 4 way tap on the arterial line during cardiothoracic surgery. No adverse patient consequences reported.